Event description:
Further information was received from the area representative indicating that the electrode was removed as there was excessive fibrosis and the electrode was disconnected. Good faith attempts to obtain further information have been unsuccessful to date.

Event description:
The explanted generator and lead were returned to the manufacturer for analysis. The generator performed according to functional specifications. No anomalies found with the pulse generator. Analysis of the returned lead portion observed abraded openings on the outer silicone tubing, which most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurologist through a company rep that high impedance was rec'd at a f/u appointment. The physician believes the event to be due to fibrosis caused by an injury that occurred a yr and a half ago. X-rays were taken and examined by the physician who indicated the vns system was fine as well as normal and system diagnostics after the injury was reported. The physician was instructed to program the pt to 0 ma and at the moment good faith attempts to obtain further info on the reported high lead impedance have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Further information was received, indicating that the remaining portion of the lead was explanted during a full revision surgery performed on the patient. The explanted devices are expected to be returned for analysis, but have not been received to date.